Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: complaint was reopened for investigation since fluoroscopic images from the attempted filter placement were submitted for review. The images demonstrate the initial venacavogram with normal ivc anatomy and no evidence of large filling defect within the ivc to suggest thrombosis. The celect platinum ivc filter was advanced via the femoral approach and positioned in the infrarenal ivc during the attempted deployment. Per the complaint report, the deploying physician described it was "hard to release the filter" suggesting there was a problem with detaching the primary filter legs from the deployment system. Of note, on the fluoroscopic images, prior to releasing the ivc filter from the deployment system, but after the sheath was retracted exposing the filter, there is no evidence of expansion of the secondary filter legs suggesting an issue was present. Unfortunately, the filter was detached from the deployment system, and the fluoroscopic images demonstrate no expansion of the primary or secondary filter legs after complete detachment. The ivc filter is seen migrating in the inferior vena cava over the subsequent fluoroscopic images and eventually embolizes to the right pulmonary artery in this closed configuration. Per the complaint report, the filter spontaneously opened and "fixed to the walls of the pulmonary artery and the right ventricle". The fluoroscopic images do not demonstrate this spontaneous opening of the filter, but rather the sequence of events submitted for review demonstrate the filter in the close configuration embolizing into the right main pulmonary artery and the next sequence of events demonstrates a loop snare positioned around the neck of the ivc filter which is now located across the pulmonic valve with the filter feet located in the right ventricle and the filter neck and hook located in the main pulmonary artery outflow track. In this location a snare has been brought via a jugular approach and is engaged with the proximal portion of the filter and there is now displacement of multiple secondary filter legs in various directions and partial expansion of the primary filter feet. Unfortunately given the configuration of the ivc filter, despite engaging the loop snare around the hook of the ivc filter, it could not be collapsed and retrieved. There are at least 2 potential explanations for this event. The first would be a manufacturing defect with the filter limiting the ability of the primary and secondary filter legs to expand normally. This is less likely due to the fact that on subsequent imaging during the deployment and attempted retrieval of the filter, the primary and secondary filter legs are seen expanded, and were described as spontaneously expanding later in the procedure. The more probable explanation is that the introducer sheath had thrombus within it, and/or thrombus formed around the ivc filter in the sheath, or potentially the filter was pushed through the thrombus that was adherent to the caval wall and not appreciated. This thrombus completely encompassed the ivc filter such that when the sheath was retracted this thrombus prevented the filter from expanding appropriately, acting as a capsule around the filter. After lodging within the pulmonary artery for unspecified period of time, the thrombus encompassing the filter thrombolyzed or was weakened due to the flow surrounding the filter and movement of the heart allowing the filter to expand spontaneously. Unfortunately, with the filter in this configuration, despite being able to snare the hook of the filter, the filter could not be retrieved, and the patient will have to undergo open heart surgery to retrieve the ivc filter. There are 2 steps in the procedure where this event may have been avoided. The first is when unsheathing the ivc filter there was no expansion of the secondary filter legs. If this finding was recognized, that would have indicated there was a problem with the filter and it was not behaving as it should. The second instance is when the deploying physician described difficulty in detaching the filter from the deployment system. This difficulty should have also triggered the deployment physician to question the performance of the ivc filter due to an unseen issue. The difficulty in detaching the filter from the deployment system also supports the proposed hypothesis of thrombus formation in the sheath/surrounding the filter and the deployment device, therefore inhibiting the release of the filter from the deployment system. However, since the filter was not returned for analysis the exact reason for this event still cannot be determined. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: during deployment from femoral approach the celect platinum filter would not expand and moved rapidly to the right pulmonary artery. During retrieval attempt the filter suddenly opened and stuck to the walls of pulmonary artery and right ventricle, why surgical removal was required. It was assessed that because any discovered non-conformances were properly dispositioned before qc release, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Images provided from a CT scan of the chest, abdomen and pelvis without IV contrast on the axial images but with IV contrast on the coronal reformatted images demonstrates normal ivc anatomy. The infrarenal ivc measures up to 2.2 x 2.4 cm in diameter. There is no thrombus seen within the inferior vena cava. There is an anatomic variant involving the internal iliac vein arising from a common trunk off of the left common iliac vein, otherwise the venous anatomy is unremarkable. Patient has innumerable trauma related injuries, none of which would affect the inferior vena cava in the expected location of deployment of the ivc filter in the future. There is a right common femoral central line as well as a right common femoral arterial line and multiple drainage catheters present in the abdomen. Per the complaint report a celect platinum ivc filter was deployed via a femoral approach. Unfortunately, no images of the deployment procedure were submitted for review. The deploying physician described that it was "hard to release the filter" indicating a problem with detaching the primary filter legs from the deployment system. The complaint report also states that both the "primary and secondary legs did not open". With the lack of expansion of both the primary and secondary filter legs "the filter migrated to the heart and into the right pulmonary artery". It is somewhat unclear, but it appears that after the filter had migrated to the right pulmonary artery the filter spontaneously opened and "fixed to the walls of the pulmonary artery and right ventricle". The filter could not be retrieved, and the patient will need heart surgery to remove the ivc filter. Given the lack of images of the actual procedure, and poor description of the event, the hypothesis as to the root cause of the event will be based this limited data. The imaging that was submitted for review demonstrates normal ivc anatomy, such that a celect platinum ivc filter should have adequately fixed to the walls of the ivc given the dimensions of the ivc. However, the filter was described as not opening either the primary or secondary filter legs after unsheathing the device. There are at least two potential explanations for this described event. The first would be a manufacturing defect with the filter limiting the inability of the primary secondary filter legs to expand, but this is less likely due to latter description of the filter spontaneously opening in the pulmonary artery. The more probable explanation is that the introducer sheath had thrombus within it and/or thrombus formed around the ivc filter in the sheath. This thrombus completely encompassed the ivc filter such that when the sheath was retracted this thrombus prevented the filter from expanding appropriately, acting as a capsule around the filter. This encasement of the filter with fibrinous/thrombus inhibited the expansion of the filter as it migrated and its close configuration to the pulmonary artery. After being in the vessel for an unspecified period of time the thrombus associated with the filter thrombolyzed or was weakened due to flow and movement in the heart, allowing the filter to expand in the pulmonary artery. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). PMA/510(k) k171712. Investigation is still in progress.

Event description:
Description of event according to initial reporter: hard to release the filter, once released the anchors didn't open and the filter migrated to the heart. During deployment with approach primary and secondary legs did not open and filter rapidly separated in right pulmonary artery. We tried to retrieve filter from right pulmonary artery. During that procedure primary and secondary legs of the filter suddenly and fixed to the walls of the pulmonary artery and right ventricle. We could not retrieve filter from that position due to persistent date procedure (B)(6) 2020. Migration cranially after a few minutes. Patient outcome filter in pulmonary artery. No retrieve was possible. The patient did require additional procedures due to this occurrence. Patient needs surgical removal. According to the initial reporter, the patient did experience adverse effects due to this occurrence. Heart surgery needed. Patient was and is now deeply sedated.